Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and stuck thumbwheel were confirmed. The stent separation was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to procedural circumstances. The cause for the failure was likely the result of the outer member separation noted at the distal end of the shuttle. The outer member separation likely occurred due to the attempt to rotate the thumbwheel with force against resistance. It is likely that the distal shaft was kinked or entrapped within the anatomy preventing movement of the shaft lumens and allowing only partial stent deployment. Continued force in the attempt to rotate the thumbwheel likely caused the outer member to separate and damage to the proximal spools. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). A 6.0x150mm absolute pro self-expanding stent partially deployed in the sfa; however, the thumb wheel could not be turned anymore. Force was applied and the stent was able to be deployed partially in the common femoral artery. An image was taken, but it could not be confirmed if the stent separated in the middle or was still in one piece. No obstruction of the collateral arteries was noted. The procedure was successfully completed with the deployment of an additional 6x120mm absolute pro stent at the target lesion. The patient is in good condition. There was no clinically significant delay in the procedure. No additional information was provided.